Manufacturer narrative:
Internal complaint reference: case- (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found a cut in the power cord. A functional evaluation revealed a handpiece stall error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include crushing or shear force induced on the cable or fatigue from repeated bending of the cable during extended use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit had the cord cut. No case involved. Results of investigation have concluded that this unit had a handpiece stall error, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.